Event description:
It was reported that during the device changeout, it was noted the atrial lead was turned to unipolar for unknown reason. This was done a couple of years ago. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: sedr01 implantable pulse generator (ipg) implanted: 2007. (B)(4).